Manufacturer narrative:
(B)(4). As the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user error as the device was not used in accordance with the dfu. It was inflated past the rated burst pressure. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a balloon rupture, perforation and patient death occurred. There were two 95% stenosed target lesions identified in the distal portion of the heavily calcified large vein graft to the obtuse marginal (om) coronary artery. The 5.0x28mm veriflex stent delivery system (sds) was advanced and was inflated to as high as 22atm due to calcifications and the lesions not expanding properly. Following this, the patient complained of chest pain and vital signs decompensated resulting in a code arrest. A perforation was identified and the sds balloon was reinflated in an attempt to tamponade. The device was removed and it was noted that the balloon had ruptured. The patient did not recover and died during the procedure.